Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Associated medwatch 1221934-2016-10274.

Event description:
During a meniscal repair, the silicone tube at the needle moved during insertion into the joint. Therefore the peek-barbs fell out unintended. Everything could be removed out of the joint. Additional information from affiliate 6-16-15: when the silicon tubing fell into the joint, did both implants also fall into the joint? No the anchor were still in the silicone tubing, did not fall into patient. During first needle the anchors fell into the patient but were removed fully, no consequences for patient. The complaint form shows quantity of (2ea) for product code 228141, but there is one needle and two implants. Are you referring to the (2) meaning the two implants? The two refers to two needles. How was the procedure completed? New needle.